Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was in the 500s mg/dl and the cause was not known. The pump supplies were changed and an insulin injection was administered to address the bg level. As the event had occurred in the past, a cause of the high bg could not be determined.